Event description:
Reportedly, the pt died at the hospital while on the ventilator. It was determined that the death of the pt was due to her/his preexisting medical condition, not due to the functionality of the ventilator. The ventilator gave proper alarms during ventilation. After the reported event, a technician from the distributor went to the hospital and evaluated the ventilator. The tech identified a large amount of contamination on the flow sensor screen at the pt exhalation side. This contamination was from the pt's exhaled breath (gas). The ventilator was brought back to the distributor for a further inspection. Per the distributor, the contaminated/dirty flow sensor screen was due to lack of user maintenance at the hospital and not a device malfunction. Note: if the contaminated flow sensor were to recur, it would not cause or contribute to a serious injury or death.